Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high out of range pacing impedance measurements. Technical services (ts) suggested sending in a save to disk for review, and to perform device interrogation once patient is brought back in for a follow-up. Please note the associated right ventricular (rv) lead is a competitor product. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the clinical observation was unable to be reproduced. The device was attached to a 500 ohms pacing load and no noise or oversensing was seen, additionally, the pace impedances were found to be normal with manual lead testing. Detailed analysis revealed that the device had nine open lead faults on (B)(4) 2015 and then after the nine open lead faults the device recorded a shorted lead fault on june 30, 2015 also. Upon return the lead was still attached to the device. Based on the memory review it appears the device was explanted around (B)(6) 2014. Shorting of the lead(s) during a charge is known to cause internal damage. Devices are not expected to perform to specification post shorted lead events and further testing can result in further damage therefore, no further analysis was performed.